Event description:
The distributor complained regarding twelve pieces of dressings found with colored dot. It was not used on patient. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 9 of 12.e1: complainant country: philippines. Name of affiliation: (B)(6) .based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 1049092.manufacturing site: 9618003.